Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part number: 311.32, lot number: 8675757, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number is invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on april 12, 2021, the patient underwent open reduction internal fixation surgery for tibia fracture. The fracture was reduced using k-wires and a bone grasping forceps, and temporary fixation was performed. Then, the most proximal and distal parts of the plate were tentatively fixed with k-wires. The surgeon tried to drill with a drill bit for inserting a cortex screw to the fracture. When the surgeon was using the tap, there was a crackling sound. The tip of the tap was broken at a point 2 cm from the tip. The surgeon checked the fragment of the tap remaining in the body by image intensifier, and he removed the fragment. The surgery was completed with a 30 minute delay. No further information is available. This report is for one (1) tap for 3.5mm cortex screws gold/110mm. This is report 1 of 1 for (B)(4).